Manufacturer narrative:
Coding has been updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Agent would like to add that the patient spoke very fast; agent documented the call to their best ability. The reason for call was patient confirmed they had the implant removed in 2013 or 2015 as they got mrsa and "they ripped out the whole thing, I almost died". Patient stated they don't have the scs device, and leads implanted but that they had the paddles still. Patient noted they needed an MRI for their back and inquired to see if the abandoned leads were MRI compatible as they were denied of an MRI. Patient shared that they had an MRI done on their right hand recently. Patient said that they were talking about replacing the spinal cord stimulator because they were in chronic pain. Agent reviewed MRI eligibility with the patient and provided technical services phone number for the doctor and/or MRI facility to call if they needed further assistance. The patient was redirected back to their healthcare provider to further address the issue. An email was sent to device registration for the update of the implant and lead explant year(s).